Event description:
It was reported to philips that the system was losing stand geometry and current calibration, resulting in loss of stand movement. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.